Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2006. According to the complainant, post-procedure, the patient experienced pain, mesh erosion, dyspareunia, urinary incontinence, a distended abdomen and future surgeries. According to the physician's office, the patient was last seen in (B)(6) of 2009 (specifics and exact date are unknown). All other information is unknown and unavailable.